Event description:
It was reported that the 9800 system locked up during a procedure. The 9800 system had to be reinitialized and the procedure was completed without further incident. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Circuit boards were reseated and all connections made secure. The system was tested and found to be working as intended and placed back into service.